Event description:
Left saline breast implant done on 4/27/93 started to leak on 11/23/93 and was replaced. 3/14/95 right saline implant started to leak and was replaced on 3/15/95. There was absolutely no reason for the collapse of the implant. Rptr lives a very quiet life. She did not fall or hurt herself in any way.